Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia, the balloon of the device did not insufflate for unknown reason. The device was replaced to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: (UDI#),evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the balloon, valve seal, lock collar and doors appeared intact. The obturator was received. The inflation bulb was not received. A functional evaluation found that the balloon was inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia, the balloon of the device did not insufflate because it had a balloon in it. The device was replaced to resolve the issue and complete the case. There was no patient injury.